Event description:
It was reported by the customer's father that the customer had ten infusion sets and had gotten a no delivery alarm. Customer had a bent needle before it was put in for two of the infusion sets. Customer stated that there are 3 or 4 in every box that results in a no delivery alarm. Customer stated that she gets 400-500 mg/dl whenever there is a no delivery alarm. Customer's current blood glucose level was 420 mg/dl. Customer is going to go to school and treated with a shot. The wife of the customer's father will call for further troubleshooting. Possible causes of the alarm were explained to the customer. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).